Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge onto pump despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump, tried a new cartridge with support, and then transitioned to multiple daily injections as backup therapy, while technical support arranged and shipped replacement pump with updated software and instructed customer to place old pump in storage mode and return it within specified timeframe, reprogram settings, and reconnect continuous glucose monitor on replacement pump.